Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. End user further reports discontinuing use of duoderm. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
It is reported by the end user of having an area of eczema above wafer and stoma for quite sometime. The dermatologist ordered duoderm in combination with the cortisone to lessen inflammation and to keep the skin moist. The dermatologist believes could be allergy to duoderm.